Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 5ml ll euro 125 s/c had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: customer reports that there is double printing the surface of plastipack 5 ml syringes or on some syringes the printing is broken or not in a straight line. Apparently several eaches affected from the same lot.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 5ml ll euro 125 s/c had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: customer reports that there is double printing the surface of plastipack 5 ml syringes or on some syringes the printing is broken or not in a straight line. Apparently several eaches affected from the same lot.